Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Through troubleshooting it was noted that the alarm may have been caused by an occlusion. Customer's blood glucose at the time of the incident was noted to be high 30.0 mmol/l and the customer was treating with pen. Customer was advised to monitor.